Event description:
Customer reported the device alarmed failed battery test. Customer's blood glucose was 185 mg/dl. Alarm and possible cause were explained to the customer. Customer uses recommended batteries. Alarm was cleared. Customer was advised to check battery cap and compartment for damage or corrosion, little dot of corrosion on the battery cap. Customer was advised to clean with alcohol wipes and ensure the battery cap was fastened. New battery cap was sent to customer and was advised if issue persisted once received to call helpline. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.